Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 7412884. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient presented with a left posterior communicating artery aneurysm with the following size: length: 4.9 mm, width: 3.4 mm, aneurysm neck width: 3.3 mm underwent an endovascular embolization using a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 7412884). During the procedure, the distal markers of the stent could not be opened at all. The physician retracted the stent and replaced with a new stent to complete the procedure. The microcatheter (unspecified brand) was not replaced. There was no negative impact to the patient. On 15-feb-2023, additional information was received. The information indicated that the target was an unruptured aneurysm. There were no aneurysm factors nor vessel characteristics that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported event. The temperature indicator label on the inner pouch was checked and determined to be within acceptable criteria. The concomitant microcatheter used was a prowler select plus microcatheter (606s255x / 30734760). There had been no resistance during the advancement of the stent. The information indicated that the replacement stent was a 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452200). The reported event did not result in a clinically significant delay in the procedure.